Event description:
It was reported that stent thrombosis occurred. A 2.25x16mm promus premier¿ stent was implanted in the diagonal artery. An unknown medicated stent was also placed in the circumflex artery (cx) along with an unknown conventional stent which was placed in the diagonal artery. Five days later, the patient presented with chest pain and it was discovered that the previously placed promus premier¿ stent was ¿plugged¿. It was noted that the patient was not medicated with anticoagulation medication immediately after the initial implant procedure. Percutaneous transluminal coronary angioplasty was performed to treat the thrombosis. It was noted that the procedure went well and the patient¿s current condition is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 2.25x16mm promus premier stent was implanted in the left anterior descending artery (lad). A 3.00x8mm promus premier stent was implanted in the circumflex artery (cx) and a 2.25x12mm omega stent was implanted in the diagonal artery. It was noted that none of the stents were overlapping with the 2.25x16mm promus premier stent that was implanted in the lad and all stents were well positioned and apposed. Anticoagulation medication, apixaban, was given two days after the implant procedure. At the time of thrombosis, the 3.00x8mm promus premier stent and the 2.25x12mm omega stent were noted be patent and in good condition.